Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the connector adapters for the ilet system would not twist and lock into place, preventing secure attachment and resulting in the cartridge and adapter falling out during use; troubleshooting and education were completed, and replacement supplies were provided as a goodwill order. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl. Outcomes included approximately two hours of blood glucose outside of the target range without use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed that the user discarded the affected adapters and the specific failure mode could not be confirmed. It was concluded that the event involved a device connection issue leading to hyperglycemia, with root cause undetermined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.